Event description:
Literature: mizukawa k, kondoh t, kohmura e. Intrathecal baclofen therapy in patients with ventriculoperitoneal shunt: a report of 3 cases. Jpn j neurosurg. 2008:17(10):794-798. Summary: review of 3 patients who have a ventriculoperitoneal shunt received intrathecal baclofen. It was reported that a head wound infection overtook a portion of the electrode and stimulation equipment. A CT scan performed shows a residual electrode for deep brain stimulation.